Event description:
Additional information received from the consumer (via the manufacturer representative) reported that the device had gone into "por" again. The last charge was on (B)(6), and the one before that was on sunday ((B)(6)). When "trying the recharger", it showed "por" then the full charge indication. Information was requested regarding the troubleshooting performed (and results), potential causes or factors that may have led to the device going into "por" again, and the action(s) taken. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient needed to recharge more often than normal and she was also having difficulty with the device switching off because of a low battery. It was confirmed that impedance/lead integrity tests performed after the first por found all results within normal range. The patient's recharge history was checked at that time and indicated the patient had recharged regularly and within the last week taken to a full charge. The cause of the patient's second por remained unknown. At the time of follow-up. It was noted the patient had recharged less than a week prior to the por. The manufacturer representative involved with the case was reasonably confident the patient was recharging the device appropriately and to its maximum capacity. Both the first and second por were reportedly acknowledged and cleared successfully. A later group impedance test was performed on the patient's then current therapy group had found both programs in the group had out of range high current flows. These values notably normalized when the device's amplitude was decreased and stayed normal even when the amplitudes were brought back to starting voltages. It was noted a strong accompanying paresthesia was not reported. Reprogramming was unable to find programs that gave the patien t better paresthesia than her initial programs, so a second program group was set up that incorporated the two programs from the patient's initial group and added two sub-threshold programs with revered electrode polarities. The new program group was intended to p revent the increase in current that occurred previously and was probably the cause of the early battery depletions. It was noted both program groups had adaptive stimulation enabled to compensate for postural variation. The patient was being treated for complex regional pain syndrome (crps).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the patient was using their device without any issues and turned the implantable neurostimulator (ins) off prior to taking a flight. Then, 12-15 hours later, the patient tried to turn the ins on again and observed a power on reset (por) message. Additionally, the patient experienced an ¿increase in pain levels¿ at that time. The patient later met with a manufacturer representative who confirmed the por with a physician programmer and then restarted the ins and the pain control was resumed. An impedance test was performed at that time and found ¿all results within the normal range.¿ the issue was resolved as of the time of report. There were no surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.